Manufacturer narrative:
(B)(4).

Event description:
It was reported, the patient required an operation on (B)(6) 2014 to reposition their device due to weight loss and a substantial fall. It was stated that after the repositioning, the device no longer worked and the repositioning cause the device to be switched off. It was noted, the patient had incontinence issues. The patient was told that their device would need to be reprogrammed due to the repositioning and they had to wait until (B)(6) 2014 to have it reprogrammed. It was later reported, the patient¿s device was switched on and reprogrammed on (B)(6) 2014 and there was no defect with the device. It was noted, the patient¿s device had not been turned off prior to their repositioning surgery so the device shut down during surgery and the clinician programmer was required to reset it. It was stated the patient reported on (B)(6) 2014 that they were getting good stimulation and they were happy with the device¿s function.